Manufacturer narrative:
The field engineering specialist found that the rinse unit was overfilling the cuvettes. He found a piece of tubing that was partially pinched causing the aspiration errors. He fixed the damaged tubing. Calibration and qc testing were performed successfully. No further issues were reported following the service visit. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 3 patients tested on a cobas 6000 c (501) module. For patient 1 the initial sodium result was 173 mmol/l with a repeat result of 143 mmol/l. For patient 2 the initial sodium result was 153 mmol/l with a repeat result of 140 mmol/l. For patient 3 the initial sodium result was 173 mmol/l with a repeat result of 143 mmol/l. The initial results were reported outside of the laboratory but were questioned by the clinician. The repeat results were deemed correct and corrected reports were issued. No patient treatment was affected. The sodium electrode lot information was requested but was not provided.